Manufacturer narrative:
As soon as ellex medical became aware of the incident , possible causes were investigated. The mechanical shutter blocks reflected beam from the polariser optic inside the yag attenuator. It shall be permanently closed in yag only systems (e.g. Ultra q) and cannot be controlled by software or hardware during treatment or service procedures and therefore electronic protection is not required. There is no alignment/calibration procedure that is conducted with open mechanical shutter. Performing service activities on laser devices involves risks and must be carried out by trained service engineers. Ellex provide training to all service personnel and service manual warns that service must be done by ellex authorized service technicians/engineers ( training records included for the service engineer ). In addition safety glasses are supplied with the device and in the service toolkit and if service personnel are following the correct service procedure as they are trained to do they would have been wearing laser safety glasses so no eye damage could occur. Service manual also mandates the use of safety glasses to prevent transmission of the treatment beam. The report was provided to use in 2016 when the event occured in 2013 and there was no conclusive evidence that the injury was caused due to our device and is the case till date.

Event description:
A service engineer in teb tasvir company received a laser shot on his macula during alignment procedures, from the mechanical shutter side of the 'ultra q', installed in (B)(6) medical center in (B)(6), the year 2013. This report is made by ellex without prejudice and does not imply any admission of liability for the incident or its consequences.